Event description:
The pt reported that when he finished exercising, he noticed the luer lock on his insulin infusion set tubing was disconnected from his infusion device. He stated it had become unscrewed. He said he had an elevated blood glucose reading of 126 mg/dl with his normal reading being 100 mg/dl. The pt stated he resolved the issue by reconnecting his tubing to his infusion device. On follow up, the pt stated he is doing well. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was available to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.